Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image had watermark. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leakage from the bending section cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope's distal end is broken. The issue occurred during service or maintenance there were no reports of patient involvement or harm.